Manufacturer narrative:
(B)(4). B5 describe event or problem - correction/additional. H2: correction/additional information. H6: medical device problem code - correction. H6: type of investigation - correction. H6: investigation findings - correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the patient contacted emergency medical services (ems) to stabilize her sugar. The patient did not provide any specific details on why they contacted ems that day, but she said ems was able to stabilize her blood glucose levels. At the time of the report, the patient was okay but anxious. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is an off-label usage of the device. According to the patient, on (B)(6) 2025, the patient contacted emergency medical services (ems) to stabilize her sugar. The patient did not provide any specific details on why they contacted ems that day, but she said ems was able to stabilize her blood glucose levels. At the time of the report, the patient was okay but anxious. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available